Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. (B)(4).

Event description:
Medtronic received information that 3 years and 6 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve due to leaflet tearing, which was revealed by echocardiogram. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.